Event description:
A talent aorto-uni stent graft system was selected for the endovascular treatment of an abdominal aortic aneurysm. It was reported that when removing the device from the packaging and inspecting it, it was observed that the nose cone was deformed, and the protective sheath of the stent graft was kinked. The physician still elected to use the device, and no resistance was noted when loading the device onto the guidewire, when inserting the device, or when delivering the device to the target landing zone. The device was still operational, and the stent graft was implanted successfully in the pt. Upon retrieval of the delivery system, the nose cone was still deformed, and the kink at the sheath was still present. No clinical sequelae were reported, and the pt is fine. The device was returned to medtronic, and its eval has been completed. The device met specs prior to leaving the medtronic facility per review of the device history record.

Manufacturer narrative:
Deformed nose cone, kinked protective sheath. Evaluation summary: the packaging carton was intact and free of any type of damage. The device was very bloody. The graft was reported to have been deployed in the case. The handle was fully retracted, and the quick disconnect was disengaged and fully retracted. The sheath had significant kinking at 61mm and at 133mm from the end of the graft cover, and the guide wire lumen was kinked at corresponding locations as that of the sheath. The complaint was confirmed as the kinks on the device were verified; however, the eval of the device could not determine what had caused the kinks.